Event description:
It was reported when using the bd syringe 0.5ml 29g 12,7mm ema non ce , the device experienced plunger movement difficulty. The following information was provided by the initial reporter. The customer stated: a very tight syringe plunger, the client cannot control the plunger during the administration of small doses of the drug (botulinum toxin; sodium chloride solution for injection in forehead, glabellar area, nasal bridge, the skin around the eyes) . It was noted that the needles are blunt, since when piercing the face, the puncture is made only under strong physical pressure.

Manufacturer narrative:
H6: investigation summary : customer returned an image of the shelf carton for the 0.5ml 29 gauge, 12.7mm syringes from lot 0139017. No images were returned of the syringe(s) in question. A review of the device history record was completed for batch# 0139017. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the samples received, bd was unable to confirm the customer¿s indicated failure of being difficult to operate. The root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h10.

Event description:
It was reported when using the bd syringe 0.5ml 29g 12,7mm ema non ce , the device experienced plunger movement difficulty. The following information was provided by the initial reporter. The customer stated: a very tight syringe plunger, the client cannot control the plunger during the administration of small doses of the drug (botulinum toxin; sodium chloride solution for injection in forehead, glabellar area, nasal bridge, the skin around the eyes) . It was noted that the needles are blunt, since when piercing the face, the puncture is made only under strong physical pressure.

Manufacturer narrative:
The following fields were updated due to additional information: d4: medical device lot #: 0139017. D4: medical device expiration date: 5/31/2025. H4: device manufacture date: 5/18/2020. D4: medical device lot #: 9259083. D4: medical device expiration date: 9/30/2024. H4: device manufacture date: 9/16/2019. D9: device available for evaluation?: yes. D9: returned to manufacturer on: 11/17/2021. H6: investigation: customer returned a total of 6 syringes, with 3 being 0.5ml, 29 gauge, 12.7mm syringes from lot 0139017 and 3 being 0.5ml, 29 gauge, 12.7mm syringes from lot 9259083. The returned samples were inspected to ensure that using them was as least harmful as intended. The outer diameters of these needles were measured, the results of which are featured below: 0.0134 in (lot 0139017); 0.0132 in (lot 0139017); 0.0134 in (lot 0139017); 0.0132 in (lot 9259083); 0.0134 in (lot 9259083); 0.0132 in (lot 9259083). All of the needles were measured within acceptable outer diameters for 29 gauge needles (0.0130 in to 0.0135 in). The integrity of each needle point was inspected and no defects were found. No debris was found at the tip of any of the needles. Flour was applied to the needles¿ cannulas to ensure that lubricant was present. Sufficient lubricant was found on all needles. Additionally, it was noted that the plungers could be operated without issue. No damage to the needles of any kind was observed and the needles functioned as intended. The needles were within specifications and did not feature any dullness or burrs that could result in patient harm. A review of the device history record was completed for batch #9259083. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification noted that did not pertain to the complaint. A review of the device history record was completed for batch #0139017. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the samples received, bd was unable to replicate or confirm the customer¿s indicated failure of the syringes being difficult to operate.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd syringe 0.5ml 29g 12,7mm ema non ce , the device experienced plunger movement difficulty. The following information was provided by the initial reporter. The customer stated: a very tight syringe plunger, the client cannot control the plunger during the administration of small doses of the drug (botulinum toxin; sodium chloride solution for injection in forehead, glabellar area, nasal bridge, the skin around the eyes) . It was noted that the needles are blunt, since when piercing the face, the puncture is made only under strong physical pressure.